Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received some form of a "blockage" alarm. Reportedly, insulin was unable to be delivered. Tandem technical support (cts) attempted to verify via the pump history if the alarm was an occlusion or if it was a blockage in the supplies. Cts attempted to troubleshoot; however, the customer declined. The customer stated the cartridge just needed to be changed and that there was no issue with the pump; however, cts attempted to gather more information regarding the issue to verify. The customer stated that troubleshooting was not necessary and declined to provide any information regarding blood glucose level.